Event description:
It was reported that intermittent malfunction alarms occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 100 - 553 mg/dl. The customer addressed elevated bg by pump reset and correction bolus.